Manufacturer narrative:
This supplemental report is being sent to correct d1/d2.

Event description:
It was reported the aspiration needle broke during an endobronchial ultrasound-guided transbroncial needle aspiration (ebus tbna) procedure. The needle was extracted from the patient. No diagnostic imaging was necessary. The procedure was completed with about a 20 minute delay through cryobiopsy. The device was checked before the procedure and no anomalies were detected. No additional medical treatments were needed and there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the aspiration needle broke during an endobronchial ultrasound-guided transbroncial needle aspiration (ebus tbna) procedure. The needle was extracted from the patient. No diagnostic imaging was necessary. The procedure was completed with about a 20 minute delay through cryobiopsy. The device was checked before the procedure and no anomalies were detected. No additional medical treatments were needed and there was no harm to the patient.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle broke during an endobronchial ultrasound-guided transbroncial needle aspiration (ebus tbna) procedure. The needle was extracted from the patient. No diagnostic imaging was necessary. The procedure was completed with about a 20 minute delay through cryobiopsy. The device was checked before the procedure and no anomalies were detected. No additional medical treatments were needed and there was no harm to the patient.